Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy and holmium laser lithotripsy procedure. According to the complainant, the balloon was placed in the patient's right ureter and inflated to under its rated burst pressure with 100% contrast. At the end of the procedure, deflation of the balloon failed. When the balloon was removed, it caused a ureteral tear. The tear was not full thickness, but a lateral tear of the ureteral mucosa. There were no defects noted to the balloon or balloon catheter when it was removed. A stent was placed for six weeks in the patient's ureter where the tear occurred. The patient's condition immediately post procedure was reported to be "routine." The physician completed the procedure with this balloon with no other complications, however, the patient is currently reported to have some bleeding and pain.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy and holmium laser lithotripsy procedure. According to the complainant, the balloon was placed in the patient's right ureter and inflated to under its rated burst pressure with 100% contrast. At the end of the procedure, deflation of the balloon failed. When the balloon was removed, it caused a ureteral tear. The tear was not full thickness, but a lateral tear of the ureteral mucosa. There were no defects noted to the balloon or balloon catheter when it was removed. A stent was placed for six weeks in the patient's ureter where the tear occurred. The patient's condition immediately post procedure was reported to be "routine." The physician completed the procedure with this balloon with no other complications, however, the patient is currently reported to have some bleeding and pain.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned attached to a leveen inflator and partially inflated with liquid. Functional analysis of the device revealed that it was not possible to deflate the device with the attached leveen inflator. The leveen inflator was removed from the balloon catheter and replaced with an encore inflator, but the balloon was still not able to be deflated. A visual and tactile examination of the shaft of the balloon catheter revealed no defects. The catheter was then sectioned at 10 mm intervals along its length starting distal of the strain relieve. Once the catheter had been cut at about 525 mm distal to the strain relief, the balloon deflated slowly. Examination of the inflation lumen at 620 mm distal to the strain relief showed that it was smaller in diameter than the remainder of the shaft and that it was within specification. It was also found that the liquid in the balloon appeared very viscous.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of "balloon failed to deflate."